Manufacturer narrative:
Based on further investigation, a product risk assessment was performed for the condition of balloon burst. Based on the available information it could not be confirmed that this complaint is associated to a manufacturing or design defect. Additionally, there are balloon inspections performed in our manufacturing process. In addition, the instructions for use (IFU) was reviewed and contains instruction to the balloon integrity verification prior to the catheter insertion process, and contains warning notes related to balloon rupture issues. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The reported event of balloon burst was confirmed. The balloon was found to be ruptured between the windings. Both balloon windings were intact. Proximal winding was removed and balloon latex was relaxed. Balloon edges did not appear to match up. No other visible damage was observed from catheter body. The instructions for use (IFU) stated that: balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. It also stated that: to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. The manufacturing records were reviewed for the finished goods lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing before use in patient of this fogarty catheter, the balloon burst. There was no allegation of patient injury. Patient demographics were requested, but were not available. The device was available for evaluation.